Event description:
Paramedics were called to a 71 year old male found unresponsive. The patient was diagnosed as pulseless and apniec. The patient's down time was approximately 5 minutes. One countershock was administered. The patient went into a pea rhythm then into asystole. External pacing was attempted using the device. The device allegedly displayed a leads alarm and pacing was inhibited. Drug and CPR therapy was administered and the patient went back into a pea rththm. The patient was not resuscitated.